Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via manufacturer representative regarding bone cement used in kyphoplasty. Pre-operative diagnosis for this procedure was vertebral compression fracture. It was reported that intra-operatively found that extravasation occurred. Patient was asymptomatic. Cement was mixed for 1 minute per physician request. Started injecting around 4:30-5minute mark. Physician felt cement was slow to cure and ¿off.¿ at 7 minute mark cement was noted to be in a vein by physician and representative. Cement moved from vein at t-12 and traveled north. Physician concerned about cement being slow to cure. The surgeon felt that the cement was slower to set up, cure or to dough than usual. There was no delay in procedure and no patient symptoms. Levels implanted: th12. No further complications reported.